Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was not returned for evaluation. The reported event could not be confirmed. After device history record (DHR) review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The most likely root cause cannot be conclusively determined. Applicable risk documentation and experience with events of similar circumstances were considered; loss of power events may be due to a faulty power source, as evidenced by the report that the patient was using a "bad" battery that he continued to use despite being told to return it. There are no known clinical factors that could have contributed to this event. There was no adverse effect on the patient as a consequence of the reported event. The root cause of the event cannot be conclusively determined; a possible root cause for the loss of power to the controller is a faulty power source. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year post hvad implantation the patient experienced pump stopped three times while attempting to change his/her batteries. The patient was instructed to come to the emergency department where a nurse performed an emergent controller exchange. The controller is being returned to the manufacturer for analysis. Of note, the site was aware that the patient had a "bad" battery in their possession, and had given the patient instructions not to use it; however, he reportedly continued to use the battery. No harm or injury to the patient was reported as a result of this incident. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.